Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that patients leads were no longer in a location to adequately cover pain area. The patient underwent a revision procedure wherein the leads were repositioned. The patient was reportedly doing well postoperatively.